Event description:
This report was rec'd from a physician of a 60 yr old man who was treated with gelfoam, farmorubicin, and lipiodol ultra-fluide (iodine injection) intraarterially for hepatic metastasis and developed acute hapatitis and subsequently died. In apr 97, he underwent a resection of the head of the pancreas and duodenum for cancer in the lower portion of the bile duct. This was followed by chemotherapy (may 97) of oral tegafur/uracil daily. On 18 feb 98, hepatic metastasis was confirmed by computerized tomography scan. On 4 mar 98, after angiography, transcatheter embolization into the liver was done with gelfoam, farmorubicin, and lipiolol ultra-fluide. The next day, his glutamic/oxaloacetic transminase (969 iu/l) and glutamic pyruvic transaminase (608 iu/l) were increased. Also, his white blood count was 9200/mcl. On 7 mar 98, the white blood count's had increased to 20,700/mcl and platelets were decreased (0.5 x 10-4/mcl). The next day, he was reported to have disturbed consciousness and hepatic failure appeared. He died on 9 mar 98. Treatment info and cause of death were not provided on initial contact.